Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, there was a water to gas leak found in the oxygenator. The device had been set up and circulating through the heat exchanger for more than ten hours. No patient involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.